Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in used condition. A review of the event history log found many 'downstream occlusion' alarms. Functional testing was not able to duplicate the reported problem; however, the reported problem was verified in the ehl. It was determined that the most probable cause was the main board. The main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated the device exhibited a downstream occlusion issue. There was unknown patient involvement.